Event description:
It was reported that the clinical study patient experienced unsatisfactory results during a permanent trial. The external trial stimulator (ets), clik anchor, and two leads were explanted the same day. The patient did not move forward with the implantable pulse generator (ipg) implant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: n/I, serial: (B)(4), batch: 7071780.

Event description:
It was reported that the clinical study patient experienced unsatisfactory results during a permanent trial. The external trial stimulator (ets), clik anchor, and two leads were explanted the same day. The patient did not move forward with the implantable pulse generator (ipg) implant. Additional information was received that the clinical study patients unsatisfactory results were due to lack of efficacy. There was no reported device deficiency.